Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
We followed up with the customer biomed, and they stated that they had tested the transmitter with a simulator, and it reads the correct value of 30 that is set on the simulator. The biomed could not find anything wrong with the unit. Unit was returned to us and has gone through extensive testing, but we could not duplicate the issue. We contacted the customer to notify them of the results and to see if the exchange transmitter that we sent had any issues. They stated the reading displayed on the central station was fluctuating from 0% - 100% and that the transmitter was not the issue. The issue was with the telemetry receiver and that one of the receiver cards was the problem. Once the one receiver card was replaced, the issue was resolved.

Manufacturer narrative:
Manufacturer narrative: the problem originally was thought to be with the (B)(4) transmitter. The customer sent in what they thought was the defective device and was provided with an exchange. The customer reported the exchanged unit sent they received from nihon kohden exhibited the same problem. The biomedical engineer then discovered that the receiver card on the (B)(4) was defective. The biomedical engineer replaced the receiver card which resolved the problem.

Event description:
The problem originally was thought to be with the (B)(4) transmitter. The customer was provided with an exchanged unit for the (B)(4) at that time. The exchanged unit sent to the customer exhibited the same problem. The biomedical engineer then discovered that the receiver card on the org-(B)(4) was defective. The biomedical engineer replaced the receiver card which resolved the problem.